Event description:
The account alleged that when they press the trendelenburg or the reverse trendelenburg the bed goes into the same direction. No injuries reported.

Manufacturer narrative:
The account has tried different footboards and no change. The technician recommended changing the logic board. No further info is available on the repair of the bed at this time.